Event description:
It was reported that in (B)(6) 2010, the pt was hit in the left eye with a 2lb sledge hammer while at work, and then was hit in the same eye with a lid from a pressure cooker the next week. The pt believed that something was wrong with his stimulator because the stimulation had moved from under his left eye to his left ear. Prior to the accidents, the pt was getting "80-90% pain relief". The pt's health care provider (hcp) ordered an x-ray, which confirmed that the lead had migrated almost to the pt's ear. The lead was replaced on (B)(6), and the pt reported that he had "good" stimulation. In (B)(6) it was reported that motor recruitment made the pt's eye shut when the power was turned up high enough to help with the pain. The pt was getting 50% pain relief using just enough power for "some relief" and to avoid motor recruitment. The lead selection was adjusted away from the pt's nose. The pt stated he was now getting stimulation in the nose if the 567 leads were "on". The pt was using 234 in a +-+ array with a 540 pw and 40r. Contact no 7 showed over 10k ohms. The pt indicated that he did not want further surgery, that he was "good enough for now", and that charging was easy and quick.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.